Event description:
It was reported that the patient experienced hemoptysis. A v-18 control wire was used in a cardiomems implant procedure. However, after the procedure, the patient experienced hemoptysis. The patient was on eliquis showing symptoms similar to acid reflux symptoms and was admitted overnight for observation. There were no further patient complications reported and the patient was discharged.